Manufacturer narrative:
Date sent to the FDA: (B)(6) 2004. The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
International affiliate reported poor wound drainage. The report states that the device expanded after it drained 60 mls of fluid. The device was removed and replaced.